Event description:
Information was received alleging the device fails to alarm. The device was reportedly not in patient use and there was no reported patient harm or injury. The device was returned to the manufacturer for evaluation. The complaint of the device failing to alarm was confirmed. A wire attached to the sonalert was repositioned and the alarm functioned as specified. The device was evaluated by engineering and was found to have a faulty sonalert that caused the device alarm failure. The sonalert will be returned to the vendor for root cause analysis. Upon completion of the root cause analysis, a follow-up report will be filed.

Manufacturer narrative:
Device replaced for the customer.